Event description:
It was reported during prostate procedure at 72322j of use, fiber cap or tip broke was noted. The procedure was completed with alternative method; bipolar resection (turp). There was no injury to the patient reported due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed fiber tip exhibits no signs of breaks/fractures. The metal cap is detached and returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The metal cap exhibits severe char on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during prostate procedure at 72322j of use, fiber cap or tip broke was noted. The procedure was completed with alternative method; bipolar resection (turp). There was no injury to the patient reported due to this event.